Event description:
Edwards received information that this mitral surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of two (2) years, nine (9) months. The reason for re-operation was due to prosthetic mitral valve stenosis with a mean gradient of 19 mmhg (peak of 27 mmhg). A 29mm transcatheter valve was successfully implanted. The patient tolerated the procedure acceptably and was transferred to the cardiothoracic intensive care unit in critical condition.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.